Event description:
It was reported that 2 smallbore 6 inch ext vlv, 7 day sets were blocked/occluded during use and could not be primed. The following information was provided by the initial reporter: "over last month some of the smartsite extension set cannot be primed or require the syringe to be very tightly attached to the extension. Two in one day ¿ both of the same lot number."

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 20125459. D4: medical device expiration date: 2023-10-22. D10: device available for eval yes. D10: returned to manufacturer on: 2021-06-08. H4: device manufacture date: 2020-10-15. H6: investigation summary: three 20039e7d samples were received in open packaging for investigation; two from lot 20106577 and one from lot 20125459; all three were received with residual fluid present throughout the set. No connecting products were returned to assist the investigation. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting all three samples to a retained 50ml bd plastipak syringe from stock and flushing with fluid; no flow restrictions or occlusions were identified during testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20106577 and 20125459 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance the connecting product in use at the time of the customer's experience was not available for investigation and therefore it has not been possible to confirm if this may have contributed to the customer's experience. CAPA 1998036 has been initiated. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20039e7d product in the past 12 months. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 smallbore 6 inch ext vlv, 7 day sets were blocked/occluded during use and could not be primed. The following information was provided by the initial reporter: "over last month some of the smartsite extension set cannot be primed or require the syringe to be very tightly attached to the extension. Two in one day ¿ both of the same lot number."